Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. During visual/microscopic inspection, the guidewire tip was not shaped. The guidewire ptfe coating was noted to be peeling from 63cm to 79cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. The guidewire was returned with two petri dishes, ptfe peeling was noted in one petri dish. The second petri dish was noted to be empty on inspection. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed during the device analysis. The device failed to meet specifications when returned. It is most likely that the confirmed ptfe peeling was perceived as foreign material. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, no anomaly was noted with the guidewire prior to use, the device was prepared as per the dfu, there was no resistance encountered removing the guidewire from the dispenser hoop, and it was unknown if the dispenser hoop was flushed before removing the guidewire. Analysis of the returned device found scraping and peeling of the ptfe was evident on the returned guidewire and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. In this case, it is most likely that the confirmed ptfe peeling was perceived as foreign material. An assignable cause of 'not confirmed' will be assigned to reported code of 'device foreign matter' as the issue included a returned product review which showed no evidence of either the alleged issue or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the as analyzed ¿guidewire ptfe coating peeling¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.